Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pains"), uterine cervical pain ("cervical pains"), paresis ("paresis of upper limbs"), vertigo ("vertigo"), alcohol poisoning ("drunkenness"), amnesia ("loss of memory"), disturbance in attention ("loss of concentration"), food intolerance ("food intolerance") and fatigue ("heavy fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, arthralgia, uterine cervical pain, paresis, vertigo, alcohol poisoning, amnesia, disturbance in attention, food intolerance and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, alcohol poisoning, amnesia, arthralgia, disturbance in attention, fatigue, food intolerance, paresis, uterine cervical pain and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-oct-2018. The most recent information was received on 11-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pains") in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pains"), uterine cervical pain ("cervical pains"), paresis ("paresis of upper limbs"), vertigo ("vertigo"), alcohol poisoning ("drunkenness"), amnesia ("loss of memory"), disturbance in attention ("loss of concentration"), food intolerance ("food intolerance") and fatigue ("heavy fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, arthralgia, uterine cervical pain, paresis, vertigo, alcohol poisoning, amnesia, disturbance in attention, food intolerance and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, alcohol poisoning, amnesia, arthralgia, disturbance in attention, fatigue, food intolerance, paresis, uterine cervical pain and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.